Event description:
It was reported to philips that the system had a display failure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use for non-emergency treatment. The procedure was completed by using frontal x-ray, as the problem was limited to lateral x-ray. A philips remote service engineer (rse) examined the system remotely and analyzed the log file which revealed an error in the voltage output to point. The rse advised the customer to restart the system; however, the issue persisted. A field service engineer (fse) inspected the system on-site and performed system testing which did not identify any issues, and the errors could not be reproduced, therefore a cause could not be determined. The system was returned to use in good working order. The system was monitored for a week, and no reoccurrences were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In biplane systems, imaging can be performed from the frontal and lateral planes, if the lateral plane is unable to be used, imaging is still available on the frontal plane and the procedure can be completed in a controlled manner and vice versa. In this instance, the reported failure occurred on the lateral plane, and the procedure could be completed using the frontal plane. Therefore, philips has determined that this case is not reportable. The codes were updated based on the investigation outcome.